Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing of the device was observed. Programming changes were made. Provocation testing did not induce any oversensing. Device remains implanted. Patient is in good condition.